Event description:
It has been reported to philips that there was a malfunction with the foot pedal. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, during a procedure, there was an issue with the wireless footswitch charger. The procedure was completed using the handswitch. After replacement of the wireless footswitch charger, the footswitch started charging. The battery was also replaced as a precaution. Philips has initiated a field safety corrective action related to a connection failure of the wireless footswitch. At the time this complaint was received, philips did not have enough information to exclude this connection failure and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. Philips has attempted to obtain patient information. However, the customer has not provided the requested information. Codes were updated based on the investigation outcome.